Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by a medical professional that she was experiencing a communication problem with her programming system. She was unable to interrogate a device. The 9v battery was changed and then she was able to interrogate the device once. Communication attempts after that failed. She reported that the connection to the tablet was loose. Follow-up from the company representative revealed the communication problem was resolved after replacement of the usb serial data cable. Additional relevant information has not been received to-date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.